Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and cracked belt clip slot. Insulin pump had moisture damage on electronic and motor assembly.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 4.0 mmol/l. The customer stated that the insulin pump was in the restroom during a shower, which may have exposed the device to moisture. Advised replacement of the insulin pump. Nothing further reported.